Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was being performed in pulmonary and critical care department. The clinician noted there was drainage from the light blue port where the needle exits. Normally fluid stops and no fluid leaks. As a result it was removed. It was noted this would be the pleura-valve leaking. They do not know if this caused a delay in treatment. There was no patient death or complications reported.